Event description:
Medtronic received information that 7 years and 9 months post implant of this 29mm mitral bioprosthetic valve, the patient died. The cause of death was not received. Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the cause of death was reported as acute congestive heart failure (chf), and pneumonia. It was also stated that the patient presented at the emergency department with complaint of a fall at home and worsening shortness of breath (sob), had not ate or drank for 3 days before admitting, with facial bruising, heart rate and rhythm were regular. The patient was found to have acute chronic hypoxic and hypercarbic respiratory failure likely secondary to pneumonia, cardiomegaly, hyperinflation, possible right pleural effusion, chf exacerbation, influenza a, encephalopathy, and sepsis. Electrocardiogram (ECG) results include: normal sinus rhythm, left axis deviation, right bundle branch block (rbbb), possible past lateral infarct, past inferior infarct, t wave abnormality, anterior ischemia abnormal. The patient was treated with intravenous (IV) fluids and penicillin antibiotic, also given pain medication for comfort. It was further noted that the patient had been discharged 16 days prior in similar condition when found outside in the cold with hypothermia with tachypnea and pallor given a nebulizer of ipratropium with albuterol, and a anti-inflammatory on route to the hospital, was found to have sepsis secondary to pneumonia. It was stated that goals of care were discussed and the patient transitioned to comfort care. The patient was listed as do not resuscitate (dnr), do not intubate(dni). No autopsy was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.